Event description:
It was reported that the v60 unit was sent to the international service center for routine periodic maintenance. The manufacturer's international service technician during device servicing identified the touch screen had a misalignment, between touch position and response position. There was no patient involvement.